Event description:
Technical services received a call on 7/13/11. Caller stated that on (B)(6) 2011 did post-op check. Lead was implanted on (B)(6) 2011. Sensing had gone from 20 mv to 3.8-mv and threshold went from 0.5 to 1.5 v. Impedance was same. So lead revision was done (B)(6) 2011. They determined it had pulled back about 1/2 inch. After revision, they obtained good numbers (r-waves were >25 mv, threshold was 0.7, and impedance was ~960 ohms). On (B)(6) 2011 at post-op check, r waves were 16 mv and threshold was 0.7 v. Dr. (B)(6) did revision. It was performed at (B)(6). Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).